Event description:
Customer reported a secondary infusion of potassium back flowed into the primary drip chamber. Stated the pump was programmed correctly and the secondary configuration was correct. When the roller clamp on the secondary was opened, the user observed unregulated flow of the secondary. The secondary was disconnected and reconnected the primary and the back flow recurred. The primary and secondary sets were installed into a different pump module and no back flow was observed. The set up was reinstalled into the initial pump module and the secondary infused as intended. There was no patient harm reported and no medical intervention was required. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation results are pending. A follow up report will be submitted once the investigation has been completed.